Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box data has been overwritten due to continued use of the pump. The total daily dose of insulin correctly added up to the programmed amount. No alarms were observed during the investigation. The pump was exercised for 24 hours with no issues being duplicated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that they were experiencing high blood glucose levels, but did no provide specific values. This complaint does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.